Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed by the user on the (B)(6) 2014 and the device had performed to specification up to and including the (B)(6) 2017. Multiple manual power ups of 10 minute duration were observed in the device memory between the (B)(6) 2017 and the (B)(6) 2018. The device then passed all subsequent weekly auto self-tests up to the last log entry on the (B)(6) 2018. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. A test pad-pak was inserted into the device and passed an auto self-test, then passed a self-test during a manual power cycle. A ¿warning, memory full¿ audio prompt was issued at shutdown alongside a flashing green status led. The device was disassembled for further investigation. Further investigation found that the device had membrane failure. In this case the random nature of the events stored in the memory and the 10 minute timeouts would indicate a failing membrane. The fault was witnessed during the investigation and could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Commercial return. No reported fault. Fsca devices. No patient involved.